Event description:
Additional information was received. The type IV endoleak had resolved; however, the patient expired due to an infection acquired in the hospital that resulted in bacteremia. The physician noted that the infection developed from a groin infection likely due to the procedure.

Event description:
An endurant aui stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter right below the renal arteries is 19mm and 26mm in diameter at the aneurysm entry. During the index procedure the endurant aui was determined to be the graft of choice since the patient was occluded at the left common and external iliac. The aui was delivered successfully and used a 16x16 to extend. A final angio was run and revealed a jet of contrast coming from the aui where it transitions from the 28mm to 14mm diameter. The physician decided to cuff up using a 28x49 and subsequently used staples, re- ballooned and took another run. The jetting contrast was still present. The physician determined that it was not a type I and ruled out the type ii since no ancillary vessels were present to feed the sac. The physician noted that it appeared to be a type IV. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)